Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It was noted that after cleaning was conducted, there was no information about recurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite video system center displayed a b30 error during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales representee on behalf of the customer to troubleshoot the device. The rep confirmed that the issue occurred with all scopes at the customer facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.